Manufacturer narrative:
(B)(4). Title: spontaneous resolution of plastic bronchitis in a patient post hemi-mustard/bidirectional glenn atrial switch procedure in the double-switch operation for congenitally corrected transposition of great arteries after course of augmentin citation: j saudi heart assoc 2015;27:54¿56 authors: mohammed fararjeh, hani najm, omar tamimi. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a (B)(6) female patient with complex congenital heart disease, ventricle septal defect, and pulmonary stenosis underwent a double switch operation with implantation of a medtronic pulmonary artery conduit (14 mm, serial numbers not provided). Postoperatively the patient developed chylothorax with right-sided effusion which was treated surgically with a thoracic duct ligation. One month later she presented again with right-sided chylothorax which was treated with a fat free diet and chest drain. Another month later she underwent diagnostic cardiac catheterization which showed patent glenn circulation with mean pulmonary artery pressure at 12 mmhg. At four years of age the patient was admitted to a local hospital coughing up large rigid branching casts which was treated unsuccessfully. Two months later, she became febrile with flu-like illness and was started on an antibiotic which stopped her cough. A follow-up eight months later she found her to be asymptomatic. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.